Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and sensor board. The oxygen blending module board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to transducer (u29) being out of tolerance. The sensor board was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.